Event description:
A surgeon called to discuss his observations regarding several patient's complaining of dark shadows following intraocular lens implant surgery. He stated the shadows typically go away after a few months. No specific pt data was provided. The surgeon does not consider this info a complaint.